Event description:
In 2002 the end-user called disetronic medical system and was hospitalized for hyperglycemia due to cracked luer lock. In 2003 maersk medical a/s received the complaint 1 used tubing.